Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist dialed into the server and ran a downtime query, confirming orders were crossing. In pes, the last download processed date/time was current. An ¿all device events¿ report was run for the facility, showing transactions after the case was created. On healthsight viewer (hsv), devices on critical override were set to manual/auto scheduled. The customer confirmed the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing. Customer reported that orders entered in epic are not crossing to es medstations, and this issue was occurring across all hospitals in the state system. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.